Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no reported adverse impact to the customer's blood glucose level reported, as the customer declined to provide specific blood glucose information. Technical support instructed the customer to check several possible causes for the issue, including trying different wall outlets and charging cables, but these did not resolve the problem. Consequently, technical support decided to replace the pump, even though it was no longer under warranty.